Manufacturer narrative:
The exposed portion of soft cannula for the received pod was found to be kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Pod download data showed an 0x18 alarm generated, indicating the device had reached an empty reservoir state. The reservoir was confirmed to be empty during investigation. Generation of the alarm stopped the delivery of insulin. After investigating the pod, no damage or tear was found along the complete fluid path that would cause any leakage of insulin from the pod. No evidence of blood was found on the received device. During investigation, the tip of formed needle was found damaged (bent forward). Inspection of the device along with the data suggest that damaged needle tip had no effect on insulin delivery.

Event description:
It was reported the patients blood glucose level rose to 596 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied and bolus was given.